Event description:
It was reported that this inflatable penile prosthesis has inadequate axial rigidity, resulting in a fold at the base. This makes intercourse impossible. A revision, including reconstruction of the corpora and replacement of the cylinders and pump, is planned. No patient complications were reported.